Event description:
Additional information received on november 3, 2016 stating that "the dermatome failed to take a graft at all on setting 8 .sensibly the surgeon changed dermatomes and took a good graft from the same site. There were no adverse outcomes at all."

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been updated/corrected: date of report, device available for evaluation, date rec¿d by manufacture, device evaluated by manufacture, device manufacture date. The device history record (DHR) for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 7 october 2016, it was reported from (B)(6) hospital that a dermatome was cutting grafts too thin and that there ¿is a gap between the blade shelf and roller. It is evident that the blade leaves a +/-2mm gap between the blade and the tip of the blade shelf.¿ further clarification from the customer on (B)(6) 2016 revealed that the dermatome failed to take a graft at all on setting ¿8¿ and that the surgeon was noted to have replaced the dermatome and managed to take a good graft from the same harvesting site. The customer did not return a device to a zimmer facility for evaluation. No inspection or repair of zimmer air dermatome serial number (B)(4) was performed since the customer did not return the device to a zimmer facility for evaluation. Based on the information provided, a specific root cause cannot be determined since the customer did not return a device to a zimmer facility for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported the dermatome was used on the patient's thigh during surgery. The dermatome setting was originally on 6 and came out too thin. She then tried 8, followed by 10 with no success. It was noted that there was a gap between the blade shelf and roller. It is evident that the blade leaves approximately a 2mm gap between the blade and tip of the blade shelf.